Event description:
It was reported that the programmer demonstrated autonomous cursor movement after the most recent software update. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the programmer was returned for evaluation.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer demonstrated autonomous cursor movement after the most recent software update. The programmer was retested when the programmer was cold, an electromagnetic interference repair was performed as a preventative measure. It was also determined at analysis that the handle cover was updated. The software was reconfigured, reloaded, and updated. The programmer passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.